Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline fault alarm. The event log file captured driveline power b faults on (B)(6) 2023 at 22:12:40. If there was no damage to the pump or modular cable, it was recommended to clear the alarm from the system monitor and continue to monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 to (B)(6) 2023. A driveline power fault associated with the power b line was captured on (B)(6) 2023 and remained active throughout the remaining duration of the log file. No other notable events or alarms were captured and the pump appeared to be operating as intended at the set speed. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the relevant sections of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.